Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Fluoroscopy confirmed dislodgement of the rv lead. During the revision procedure, the helix was unable to extract from the lead. The rv lead was explanted and replaced. The patient was stable.